Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56 cm. Model#: sc-4319, lot#: 19541306, description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site opened up and was exposing the ipg. It was noted that the patient had taken medications which delayed her healing. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well post-operatively. No device malfunction was suspected.